Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area pain/pain'), fallopian tube perforation ('essure device which was perforating proximally through the fallopian tube'), device expulsion ('additional essure coil in the cornual region of the uterus') and systemic lupus erythematosus ('lupus worsened / lupus') in a 40-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included . The patient's medical history included gastric banding in april 2009, hypercholesterolemia in 2007, hypercholesterolemia in 2007, obesity in 2007, cervicalgia on (B)(6) 2007, lumbar radiculopathy (l5-s1) on (B)(6) 2007, intervertebral disc bulging (t6-t7 , t2-t3, t8-t9) on (B)(6) 2007, intervertebral disc desiccation (disc desication t2-t3 through t8-t9) on (B)(6) 2007, intervertebral disc bulging (disc bulging t2-t3, t6-t7 and t8-t9) on (B)(6) 2007, herniated disc (disc herniation impinging upon thecal sac at t6-t7 and sac at t7-t8) on (B)(6) 2007, cholecystectomy in september 2006, keratoconjunctivitis sicca in 2004, intraocular pressure abnormal in 2004, disc edema in ocular fundus in 2004, raynaud's phenomenon in 2003, osteoarthritis in 2002, lupus erythematosus in 1996, breast biopsy, yeast infection, multi gravida (pregnancies: 5), parity 2 (dob: ((B)(6) 1990, (B)(6) 1911)), recurrent abortion (3), paresthesia upper limb, obesity, copd, osteoporosis, tobacco abuse (weaning with the intent of abstaining), vaginitis, anxious mood, hypercholesterolemia, galactorrhoea, lumbar spondylosis (with neural foraminal impingement right greater than left at l4-5.), arthralgia, depression, spinal fusion surgery, arthritis, pelvic pain female and dyspareunia. Diabetes not well controlled,. Previously administered products included for an unreported indication: oral contraceptives and sulfonamides. Past adverse reactions to the above products included drug hypersensitivity with sulfonamides. Concurrent conditions included anemia since 2008, restless leg syndrome since 2008, restless leg syndrome since 2008, anticardiolipin antibodies positive since 2008, lumbar radiculopathy (l5-s 1) since 2008, spinal fusion surgery since 2008, type ii diabetes mellitus since 2007, back pain since 2007, sjogren's syndrome, coronary heart disease (with stenting), numbness, nocturnal awakening, tingling, carpal tunnel syndrome, cubital tunnel syndrome, rheumatoid arthritis, coronary artery disease (status- post 3.5 mm xlence alpine drug-coated stent to the mid right coronary artery, (B)(6) 2016), gastroesophageal reflux disease, dyslipidemia, chronic back pain (with chronic disability), shortness of breath, diaphoresis, pressure in limbs, angina at rest (rest angina), dysfunctional uterine bleeding, neck pain, tia, bundle branch block right, weight loss, galactorrhea, pituitary adenoma, galactorrhea, fibromyalgia, unilateral leg pain, myofascial pain syndrome, post laminectomy syndrome (lumbar.), numbness of lower extremities, neuropathy peripheral, abnormal emg, coronary heart disease, neurosurgery, photosensitivity reaction, ana positive, pain in thoracic spine, chemotherapy, polyarthralgia, breast lump, prolactin low, mood swings, vulvovaginal candidiasis, allergic reaction to antibiotics, lipoma, sjogren's syndrome, restless leg syndrome, smoker, cough, respiratory tract congestion, sinus pressure, fever, nasal discharge, nasal congestion, sputum viscosity increased, abdominal bloating, joint stiffness, weakness, pruritus, rash, swelling of feet, ankle swelling, type 2 diabetes mellitus, knee pain, wrist pain, lupus erythematosus, depression and herniated disc. Family history included coronary artery disease (father; mother), hypertension (father; mother), breast cancer (paternal grandmother), lung cancer (paternal grandmother), type 2 diabetes mellitus (mother), osteoporosis (father), rheumatoid arthritis (father) and alcoholism (father). Concomitant products included acetylsalicylic acid (acetylsalicylic acid(<=100 mg)), atorvastatin, azithromycin, calcium, clopidogrel, cyanocobalamin, cyclobenzaprine, docusate sodium (colace), fish oil, fluoxetine, folic acid, glyceryl trinitrate (nitroglycerin), herbal urinary antiseptics and antiinfectives, hydrocodone bitartrate;paracetamol (viocin), hydroxychloroquine, hydroxychloroquine, metformin, methotrexate since 1999, metoprolol tartrate, multivitamins, plain, naproxen (naprosyn), oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), pilocarpine hydrochloride (salagen), pramipexole dihydrochloride (mirapex), prednisolone, proton pump inhibitors and vitamin d nos (vitamin d). In january 2008, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general) irregular bleeding/abnormal bleeding (general),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) bleeding so heavy that the entire bottom of the shower would be covered in blood, passed clots the size of a golf ball to tennis ball"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) bleeding so heavy that the entire bottom of the shower would be covered in blood, passed clots the size of a golf ball to tennis ball/abnormal bleeding (vaginal,menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On (B)(6) 2008, the patient had essure inserted. In april 2008, the patient experienced breast discharge ("homonal changes describe: discharge from nipples/reproductive system disorder or condition type of disorder or condition: discharge from nipples") and depression ("psychological or psychiatric problems condition: depression/depression worsened"). In may 2008, the patient experienced female sexual dysfunction ("paramenia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In july 2008, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast/infection: yeast worsened had only one in 1990"), fungal cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast"), urinary tract infection fungal ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast") with vaginal discharge and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast,"). In 2013, the patient was found to have weight decreased ("I ended up losing 130/weight gain / loss specify which one: weight loss") and experienced nausea ("nausea, got so nauseous"). In november 2013, the patient experienced mouth ulceration ("oral and nasal ulcers"), hypoaesthesia ("numbness") and nasal ulcer ("oral and nasal ulcers"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes, cannot hold my pee, pee on myself when I cant make it to the bathroom"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced amenorrhoea ("amenorrheic") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, alopecia, butterfly rash, anaemia, pain in extremity and arthralgia, abdominal pain lower ("lower abdomen pain"), intervertebral disc protrusion ("several herniated discs in mid and low back"), back injury ("back injury") and back pain ("lower back pain"). The patient was treated with antibiotics, dextropropoxyphene;paracetamol, fluconazole (diflucan), fluoxetine hydrochloride (prozac), tiabendazole (statin) and surgery ((B)(6) 2008 lumbar fusion l5-s 1 and on (B)(6) 2011, robotic laparoscopy, bilateral salpingectomy with removal of essure devices. And robotic laparoscopy,bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, genital haemorrhage, systemic lupus erythematosus, menorrhagia, vaginal haemorrhage, dysmenorrhoea, female sexual dysfunction, urinary incontinence, breast discharge, fungal infection, fungal cystitis, urinary tract infection fungal, vulvovaginal mycotic infection, migraine, dyspareunia, weight decreased, nausea, amenorrhoea, abdominal pain lower, menometrorrhagia, intervertebral disc protrusion, back injury, cystitis, bladder disorder, urinary tract disorder, mouth ulceration, hypoaesthesia, back pain and nasal ulcer outcome was unknown and the depression had not resolved. The reporter considered abdominal pain lower, amenorrhoea, back injury, back pain, bladder disorder, breast discharge, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, fungal cystitis, fungal infection, genital haemorrhage, hypoaesthesia, intervertebral disc protrusion, menometrorrhagia, menorrhagia, migraine, mouth ulceration, nasal ulcer, nausea, pelvic pain, systemic lupus erythematosus, urinary incontinence, urinary tract disorder, urinary tract infection fungal, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: (B)(6) 2007, petrolisthes ls-s 1 (dislocation), disc desiccation t2-thorough t8-t9, disc herniation impinging upon thecal sac at t6-t7 and at t7-t8. She is currently planning for essure removal. In the medical records (mr) it was mentioned long term (current) use of opiate analgesic due to low back pain which patient described as stabbing, burning, and persistent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.6 kg/sqm. Magnetic resonance imaging spinal - on (B)(6) 2004: results: small central disc herniation at ls-s 1. Pathology test - on (B)(6) 2011: results: consistent with lipomatous breast tissue. (B)(6) 2007, thoracic MRI: a central disc herniation at t6-7, disc herniation at t7-8 on the left, and mild disc bulge at t8-9. 10-apr-2008, MRI lumbar spine: l5-s1 degenerative disc disease with disc space narrowing and slight petrolisthes and a broad-based disc protrusion resulting in bilateral neural foraminal stenosis, right side greater than the left side. (B)(6) 2014, MRI left knee: impression: minimal joint effusion and very small popliteal cyst. (B)(6) 2016, EKG: a right bundle branch block is present. Lafb. Lvedp was 11 (B)(6) 2016, cardiac catheterization: findings: lv showed ejection fraction of 60%. Lad has proximal 30-40% disease. (B)(6) 2013, MRI of brain revealed normal looking pituitary. (B)(6) 2016, heart catheterization and pci report: coronary angiogram- the lvedp was mildly elevated at 16 mmhg. Overall there appeared to be no significant mitral regurgitation or aortic stenosis across the-aortic valve or during the hand ,injection. 1. Successful ptca and stenting of the circumflex into the obtuse marginal-2 with a single drug-eluting stent. Widely patent stents in the rca. Overall normal ejection fraction. Mildly elevated lvedp at 16mmhg. 2. Successful mynx device right common femoral artery. Continue dual antiplatelet therapy. A period of bedrest, IV hydration. 31jul2017, dmr sp lumbar wo contrast: impression: moderate lumbar spondylosis with neural foraminal impingement right greater than left at l4-5. 26oct2017, 2-0 m-mode color flow and doppler study: impression: the ejection fraction of 55-60%, moderate left ventricular hypertrophy, trace mitral and tricuspid regurgitation. In 2008 elevated ptt, elevated igm anticardiolipin antibody, normal systolic function of the left ventricle. Normal to low prolactin levels. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, uti, breast discharge, weight loss, fatigue, low back pain, arthralgia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic area pain/pain'), fallopian tube perforation ('essure device which was perforating proximally through the fallopian tube'), device expulsion ('additional essure coil in the cornual region of the uterus') and systemic lupus erythematosus ('lupus worsened / lupus') in a (B)(6)-year-old female patient who had essure (batch no. 626209) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included. The patient's medical history included gastric banding in (B)(6) 2009, hypercholesterolemia in 2007, hypercholesterolemia in 2007, obesity in 2007, cervicalgia on (B)(6) 2007, lumbar radiculopathy (l5-s1) on (B)(6) 2007, intervertebral disc bulging (t6-t7 , t2-t3, t8-t9) on (B)(6) 2007, intervertebral disc desiccation (disc desiccation t2-t3 through t8-t9) on (B)(6) 2007, intervertebral disc bulging (disc bulging t2-t3, t6-t7 and t8-t9) on (B)(6) 2007, herniated disc (disc herniation impinging upon thecal sac at t6-t7 and sac at t7-t8) on (B)(6) 2007, cholecystectomy in (B)(6) 2006, keratoconjunctivitis sicca in 2004, intraocular pressure abnormal in 2004, disc edema in ocular fundus in 2004, raynaud's phenomenon in 2003, osteoarthritis in 2002, lupus erythematosus in 1996, breast biopsy, yeast infection, multi gravida (pregnancies: 5), parity 2 (dob: ((B)(6))), recurrent abortion (3), paresthesia upper limb, obesity, copd, osteoporosis, tobacco abuse (weaning with the intent of abstaining), vaginitis, anxious mood, hypercholesterolemia, galactorrhoea, lumbar spondylosis (with neural foraminal impingement right greater than left at l4-5.), arthralgia, depression, spinal fusion surgery, arthritis, pelvic pain female and dyspareunia. Diabetes not well controlled,. Previously administered products included for an unreported indication: oral contraceptives and sulfonamides. Past adverse reactions to the above products included drug hypersensitivity with sulfonamides. Concurrent conditions included anemia since 2008, restless leg syndrome since 2008, restless leg syndrome since 2008, anticardiolipin antibodies positive since 2008, lumbar radiculopathy (l5-s 1) since 2008, spinal fusion surgery since 2008, type ii diabetes mellitus since 2007, back pain since 2007, sjogren's syndrome, coronary heart disease (with stenting), numbness, nocturnal awakening, tingling, carpal tunnel syndrome, cubital tunnel syndrome, rheumatoid arthritis, coronary artery disease (status- post 3.5 mm xlence alpine drug-coated stent to the mid right coronary artery, (B)(6) 2016), gastroesophageal reflux disease, dyslipidemia, chronic back pain (with chronic disability), shortness of breath, diaphoresis, pressure in limbs, angina at rest (rest angina), dysfunctional uterine bleeding, neck pain, tia, bundle branch block right, weight loss, galactorrhea, pituitary adenoma, galactorrhea, fibromyalgia, unilateral leg pain, myofascial pain syndrome, post laminectomy syndrome (lumbar.), numbness of lower extremities, neuropathy peripheral, abnormal emg, coronary heart disease, neurosurgery, photosensitivity reaction, ana positive, pain in thoracic spine, chemotherapy, polyarthralgia, breast lump, prolactin low, mood swings, vulvovaginal candidiasis, allergic reaction to antibiotics, lipoma, sjogren's syndrome, restless leg syndrome, smoker, cough, respiratory tract congestion, sinus pressure, fever, nasal discharge, nasal congestion, sputum viscosity increased, abdominal bloating, joint stiffness, weakness, pruritus, rash, swelling of feet, ankle swelling, type 2 diabetes mellitus, knee pain, wrist pain, lupus erythematosus, depression and herniated disc. Family history included coronary artery disease (father; mother), hypertension (father; mother), breast cancer (paternal grandmother), lung cancer (paternal grandmother), type 2 diabetes mellitus (mother), osteoporosis (father), rheumatoid arthritis (father) and alcoholism (father). Concomitant products included acetylsalicylic acid (acetylsalicylic acid(<=100 mg)), atorvastatin, azithromycin, calcium, clopidogrel, cyanocobalamin, cyclobenzaprine, docusate sodium (colace), fish oil, fluoxetine, folic acid, glyceryl trinitrate (nitroglycerin), herbal urinary antiseptics and antiinfectives, hydrocodone bitartrate;paracetamol (vicodin), hydroxychloroquine, hydroxychloroquine, metformin, methotrexate since 1999, metoprolol tartrate, multivitamins, plain, naproxen (naprosyn), oxycodone, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), pilocarpine hydrochloride (salagen), pramipexole dihydrochloride (mirapex), prednisolone, proton pump inhibitors and vitamin d nos (vitamin d). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding (general) irregular bleeding/abnormal bleeding (general),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) bleeding so heavy that the entire bottom of the shower would be covered in blood, passed clots the size of a golf ball to tennis ball"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) bleeding so heavy that the entire bottom of the shower would be covered in blood, passed clots the size of a golf ball to tennis ball/abnormal bleeding (vaginal,menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced breast discharge ("hormonal changes describe: discharge from nipples/reproductive system disorder or condition type of disorder or condition: discharge from nipples") and depression ("psychological or psychiatric problems condition: depression/depression worsened"). In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2008, the patient experienced fungal infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast/infection: yeast worsened had only one in 1990"), fungal cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast"), urinary tract infection fungal ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast") with vaginal discharge and cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder/uti/vaginal/ yeast,"). In 2013, the patient was found to have weight decreased ("I ended up losing 130/weight gain / loss specify which one: weight loss") and experienced nausea ("nausea, got so nauseous"). In (B)(6) 2013, the patient experienced mouth ulceration ("oral and nasal ulcers"), hypoaesthesia ("numbness") and nasal ulcer ("oral and nasal ulcers"). In 2015, the patient experienced urinary incontinence ("bladder or urinary problems or changes, cannot hold my pee, pee on myself when I can¿t make it to the bathroom"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2017, the patient experienced amenorrhoea ("amenorrheic") and menometrorrhagia ("menometrorrhagia"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue, alopecia, butterfly rash, anaemia, pain in extremity and arthralgia, abdominal pain lower ("lower abdomen pain"), intervertebral disc protrusion ("several herniated discs in mid and low back"), back injury ("back injury") and back pain ("lower back pain"). The patient was treated with antibiotics, dextropropoxyphene;paracetamol, fluconazole (diflucan), fluoxetine hydrochloride (prozac), tiabendazole (statin) and surgery ((B)(6) 2008 lumbar fusion l5-s 1 and on (B)(6) 2011, robotic laparoscopy, bilateral salpingectomy with removal of essure devices. And robotic laparoscopy,bilateral salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, fallopian tube perforation, device expulsion, genital haemorrhage, systemic lupus erythematosus, menorrhagia, vaginal haemorrhage, dysmenorrhoea, female sexual dysfunction, urinary incontinence, breast discharge, fungal infection, fungal cystitis, urinary tract infection fungal, vulvovaginal mycotic infection, migraine, dyspareunia, weight decreased, nausea, amenorrhoea, abdominal pain lower, menometrorrhagia, intervertebral disc protrusion, back injury, cystitis, bladder disorder, urinary tract disorder, mouth ulceration, hypoaesthesia, back pain and nasal ulcer outcome was unknown and the depression had not resolved. The reporter considered abdominal pain lower, amenorrhoea, back injury, back pain, bladder disorder, breast discharge, cystitis, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, female sexual dysfunction, fungal cystitis, fungal infection, genital haemorrhage, hypoaesthesia, intervertebral disc protrusion, menometrorrhagia, menorrhagia, migraine, mouth ulceration, nasal ulcer, nausea, pelvic pain, systemic lupus erythematosus, urinary incontinence, urinary tract disorder, urinary tract infection fungal, vaginal haemorrhage, vulvovaginal mycotic infection and weight decreased to be related to essure. The reporter commented: (B)(6) 2007, retrolishesis ls-s 1 (dislocation), disc desiccation t2-t3 through t8-t9, disc herniation impinging upon thecal sac at t6-t7 and at t7-t8. She is currently planning for essure removal. In the medical records (mr) it was mentioned long term (current) use of opiate analgesic due to low back pain which patient described as stabbing, burning, and persistent. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.6 kg/sqm. Magnetic resonance imaging spinal - on (B)(6) 2004: results: small central disc herniation at ls-s 1. Pathology test - on (B)(6) 2011: results: consistent with lipomatous breast tissue. (B)(6) 2007, thoracic MRI: a central disc herniation at t6-7, disc herniation at t7-8 on the left, and mild disc bulge at t8-9. On (B)(6) 2008, MRI lumbar spine: l5-s1 degenerative disc disease with disc space narrowing and slight retrolisthesis and a broad-based disc protrusion resulting in bilateral neural foraminal stenosis, right side greater than the left side. On (B)(6) 2014, MRI left knee: impression: minimal joint effusion and very small popliteal cyst. On (B)(6) 2016, EKG: a right bundle branch block is present. Lafb. Lvedp was 11. On (B)(6) 2016, cardiac catheterization: findings: lv showed ejection fraction of 60%. Lad has proximal 30-40% disease. On (B)(6) 2013, MRI of brain revealed normal looking pituitary. On (B)(6) 2016, heart catheterization and pci report: coronary angiogram- the lvedp was mildly elevated at 16 mmhg. Overall there appeared to be no significant mitral regurgitation or aortic stenosis across the-aortic valve or during the hand, injection. Successful ptca and stenting of the circumflex into the obtuse marginal-2 with a single drug-eluting stent. Widely patent stents in the rca. Overall normal ejection fraction. Mildly elevated lvedp at 16mmhg. Successful mynx device right common femoral artery. Continue dual antiplatelet therapy. A period of bedrest, IV hydration. On (B)(6) 2017, dmr sp lumbar wo contrast: impression: moderate lumbar spondylosis with neural foraminal impingement right greater than left at l4-5. On (B)(6) 2017, 2-0 m-mode color flow and doppler study: impression: the ejection fraction of 55-60%, moderate left ventricular hypertrophy, trace mitral and tricuspid regurgitation. In 2008 elevated ptt, elevated igm anticardiolipin antibody, normal systolic function of the left ventricle. Normal to low prolactin levels. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain, uti, breast discharge, weight loss, fatigue, low back pain, arthralgia, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: new events "fallopian tube perforation", "essure micro-insert found in uterus" were added. Medical history, removal date, reporter information, patient demographic were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report